Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.25 x 12 synergy ii drug-eluting stent was selected to treat the lesion. However, during preparation, the stent came off of the balloon upon removal of the cover and the stylet. The device never went in the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number could not be identified. A visual examination of the crimped stent found that the stent had detached from the delivery system, the stent was damaged along its entire length with stent struts squashed, overlapping and deformed. The sds however was not returned for examination and thus a review of the batch manufacturing crimping data could not be carried out as the unique manifold number was not available. The stent protector inner diameter of the returned device was measured using pin gauge which is within specification. It is most likely that stent detachment occurred during the preparation and handling of the device following removal of the stent protector. The sds was not returned for analysis; therefore examination of the crimp markings on the balloon as well as individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.25 x 12 synergy ii drug-eluting stent was selected to treat the lesion. However, during preparation, the stent came off of the balloon upon removal of the cover and the stylet. The device never went in the patient's body and the procedure was completed with another of the same device. No patient complications were reported.